Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an over delivering alarm. Blood glucose reading was 3.1 mmol/l at the time of incident. The customer reported the insulin pump was not alerting them of low blood glucose. The low alert was set on 3.6 mmol/l. The customer's current blood glucose was 8.7 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir and primed the pump. Set a basal rate for and monitored the pump for six days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. Device left at the pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. The sensor lasted before the pump received a sensor expired alarm. Device calculated sensor age properly and no sensor anomaly noted.